Event description:
It was reported that premature detachment occurred.a left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and fluoroscopic guidance. Right femoral venous access was obtained, and transseptal puncture (tsp) was successfully performed and heparin was administered. A watchman fxd curve access system (was) was advanced over an extra-stiff guidewire, and a pigtail catheter was positioned in the laa. A 24mm watchman flx delivery system and closure device (wds) was prepared and advanced into the laa. During deployment, the closure device was expanded into a flex ball; however, when attempting to adjust the device, it was noted that it could no longer be manipulated and the closure device had become disconnected from the core wire. To prevent embolization, the was and wds were carefully withdrawn toward the interatrial septum. The device ultimately deployed across the septum, with approximately two-thirds positioned in the right atrium and one-third in the left atrium. Tee with color doppler confirmed the septum remained intact. The procedure was aborted and all catheters removed. No patient complications occurred. The patient was continued on anticoagulation therapy, and further management planning is ongoing. The patient outcome is expected to be full recovered.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6).

Event description:
It was reported that premature detachment occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and fluoroscopic guidance. Right femoral venous access was obtained, and transseptal puncture (tsp) was successfully performed and heparin was administered. A watchman fxd curve access system (was) was advanced over an extra-stiff guidewire, and a pigtail catheter was positioned in the laa. A 24mm watchman flx delivery system and closure device (wds) was prepared and advanced into the laa. During deployment, the closure device was expanded into a flex ball; however, when attempting to adjust the device, it was noted that it could no longer be manipulated and the closure device had become disconnected from the core wire. To prevent embolization, the was and wds were carefully withdrawn toward the interatrial septum. The device ultimately deployed across the septum, with approximately two-thirds positioned in the right atrium and one-third in the left atrium. Tee with color doppler confirmed the septum remained intact. The procedure was aborted and all catheters removed. No patient complications occurred. The patient was continued on anticoagulation therapy, and further management planning is ongoing. The patient outcome is expected to be full recovery.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.this report is report is being submitted to correct the patient code field (h6) in section h, device manufacturers only from e2403 to e2008 and adding impact code of f15.